Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, the device was difficult to remove. The physician followed all the steps according to the instructions for use, but the device could not be removed. Force was used to remove the device. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.